Manufacturer narrative:
(B)(4).

Event description:
The customer reports the nurse had difficulty injecting medication through the line and noticed that the line was leaking within the external lumen just above the hub. The device was replaced.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the nurse had difficulty injecting medication through the line and noticed that the line was leaking within the external lumen just above the hub.the device was replaced.